Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as sore, peeling, and bleeding under the breast area on both sides. There was no alleged device malfunction contributing to the wound. The patient¿s physician adjusted the patient¿s medications to assist with the wound. Follow up indicated that the wound improved.